Event description:
The customer reported that: a drill bit rupture reference 1320-3042 lot ku78550 occurred during a gamma nail placement. Placement of a 100mm cervical-head screw. Placement of a locking screw. Preparation of the ancillary equipment for distal aiming in static mounting. At this stage of the procedure, the drill bit is broken on the bone. Drilling with the appropriate drill bit. Intraosseous drill bit with no further repercussions is left in place. Positioning of the ancillary for distal aiming in the dynamic montage. Drilling of the drill bit. Placement of a 35 mm cortical screw. A final satisfactory face-profile radiographic check. Abundant washing. Plane by plane closure with skin staples. Bandage. Post-operative instructions: post-operative x-ray to be performed. Recent than icing. Wound care to be performed every 2 days with staples removed on the 15th postoperative day. Sitting and support allowed. Consultation appointment in 6 weeks. Nb: incident during surgery: drill bit broken at the femoral shaft and left in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "a drill bit rupture reference 1320-3042 lot ku78550 occurred during a gamma nail placement. Placement of a 100mm cervical-head screw. Placement of a locking screw. Preparation of the ancillary equipment for distal aiming in static mounting. At this stage of the procedure, the drill bit is broken on the bone. Drilling with the appropriate drill bit. Intraosseous drill bit with no further repercussions is left in place. Positioning of the ancillary for distal aiming in the dynamic montage. Drilling of the drill bit. Placement of a 35 mm cortical screw. A final satisfactory face-profile radiographic check. Abundant washing. Plane by plane closure with skin staples. Bandage. Post-operative instructions: post-operative x-ray to be performed. Recent than icing. Wound care to be performed every 2 days with staples removed on the 15th postoperative day. Sitting and support allowed. Consultation appointment in 6 weeks. Nb: incident during surgery: drill bit broken at the femoral shaft and left in place." Additional information- there was a five minute delay to the procedure.

Manufacturer narrative:
Correction to h6 health impact code. The reported event could be confirmed, since the device was returned for and matches the alleged failure. The device inspection revealed the following: the received drill shows signs of intense usage which is evident from the cutting edges which are blunt and have small dent marks. The drill was found to be broken from the tip region and the broken part was not returned for investigation. From the fractured surface, it can be confirmed that it is a sudden brittle fracture that was caused due to the application of a high bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to being user related. The appearance of breakage surface and cutting edges indicates an intense usage and application of high bending load, leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.